Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating with the server. The customer mentioned that the es server showed a load, but no medication load was displayed on the station. The customer restarted the station; however, the issue persisted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with server. A technical support specialist (tss) checked the station. Data synchronization logs were reviewed, and synchronization issues were identified. With customer approval, the station was taken offline to perform a backup and full synchronization, but the initial backup failed due to the database primary filegroup being full. The database was shrunk and logs were cleared, allowing the backup to complete successfully. The tss created disk space by deleting unnecessary files, removing objects from the filegroup, adding new files to the filegroup, or enabling auto growth for existing files. A full synchronization was performed and completed without errors. The customer was informed that the station had been restored. The customer confirmed they would verify functionality and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating with the server. The customer mentioned that the es server showed a load, but no medication load was displayed on the station. The customer restarted the station; however, the issue persisted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.